Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered mesh erosion, pain, scarring, mesh removal, urinary problems, dyspareunia, and adhesions.